Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Related mdrs: 1221359-2022-01501-1221359-2022-01507.

Event description:
The customer reported seven conflicting results with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested nasal swab. This report is seven (7) of seven (7) and addresses lot m165687 (total quantity (2). The patient was asymptomatic. Repeat testing was performed with ID now and generated negative. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m165687 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m165687 , test base part number 190-430 / lot m165687. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m165687 showed that the complaint rate is (B)(4). A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m165687 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, as the logfiles could not be reviewed.